Manufacturer narrative:
Concomitant medical products: product ID 7426, serial# (B)(4), implanted: (B)(6) 2004, product type: implantable neurostimulator. Product ID 7426, serial# (B)(4), implanted: (B)(6) 2008, explanted: (B)(6) 2010, product type: implantable neurostimulator. Product ID 7426, serial# (B)(4), implanted: (B)(6) 2010, explanted: (B)(6) 2011, product type: implantable neurostimulator. Product ID 7426, serial# (B)(4), implanted: (B)(6) 2008, explanted: (B)(6) 2009, product type: implantable neurostimulator. Product ID 7426, serial# (B)(4), implanted: (B)(6) 2006, product type: implantable neurostimulator. Product ID 7426, serial# (B)(4), implanted: (B)(6) 2006, product type: implantable neurostimulator. Product ID 7426, serial# (B)(4), implanted: (B)(6) 2004, product type: implantable neurostimulator. Product ID 7426, serial# (B)(4), implanted: (B)(6) 2008, explanted: (B)(6) 2010, product type: implantable neurostimulator. Product ID 7426, serial# (B)(4), implanted: (B)(6) 2010, explanted: (B)(6) 2011, product type: implantable neurostimulator. Product ID 7426, serial# (B)(4), implanted: (B)(6) 2008, explanted: (B)(6) 2009, product type: implantable neurostimulator. Product ID 7426, serial# (B)(4), implanted: (B)(6) 2004, product type: implantable neurostimulator. Product ID 7426, serial# (B)(4), implanted: (B)(6) 2006, product type: implantable neurostimulator. Product ID 3389-40, lot# j0437032v, product type: lead. Product ID 3389-40, lot# j0437032v, product type: lead. Product ID 748240, serial# (B)(4), product type: extension. Product ID 748240, serial# (B)(4), product type: extension. Product ID 7438, serial# (B)(4), product type: programmer, patient. Product ID 7426, serial# (B)(4), implanted: (B)(6) 2004, product type: implantable neurostimulator. (B)(4).

Event description:
The consumer reported that the patient's previous deep brain stimulator (dbs) batteries kept dying too soon. It was noted that the batteries had been implanted in (B)(6) and they had never done it before. The battery was removed on the left side and the wires were put in a "new one that [was] attached to [a] battery then connected the right side." His was said to be a "dual battery." No potential causes, troubleshooting, or patient outcome was provided. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent. Indication for use: parkinson's dual refer to manufacturer report 3004209178-2015-15726.